Event description:
It was reported that this pacemaker recorded multiple pacemaker mediated tachycardia (pmt) episodes and false atrial tachy response (atr) episodes caused by far-field ventricular oversensing on the atrial channel. Additionally, high capture thresholds were noted on the right atrial (ra) channel. It was noted the patient fell and hit their head. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.